Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restriction in block e1, e1 event site full name is (B)(6). E1 event site city name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) balloon ruptured when the catheter was removed, causing blood to enter the device. Since the device was turned off, no blood entered the device and there was no malfunction. No harm or injury reported

Manufacturer narrative:
Updated field : e1 ( initial reporter ) , b4, g3, g6, h2, h11.

Event description:
N/a

Manufacturer narrative:
Due to character restriction in block e1 e1 initial reporter is person in charge. Corrected fields : d10 , e1 ( initial reporter). Updated fields: b4,d8, d9,g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. There was no blood drawn into the device. Patient involved and no harm reported. There was no need to inspect or repair the equipment because blood entered the balloon when the iabp was not in operation. Only reported information about the equipment used this time in conjunction with the catheter malfunction report. As per the complaint investigation record: (B)(4) for the balloon catheter an inner lumen break within a kink caused the leak in the balloon.

Event description:
N/a